Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for the procedure, an ophthalmic cannula would not irrigate. Surgeon was completed with no patient impact.

Manufacturer narrative:
Corrected information is provided in section d.4. Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened c &c cannula in tip protector case with lid was received for the report of cannula would not irrigate. Sample was visually inspected and found to be nonconforming, ID of the cannula at the hub end was occluded. Sample was sent to particle lab for analysis and was found to best match epoxy resin. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue of the cannula clogged at the opening. The particle analysis found the foreign material best match to be epoxy resin. The cannula assembly is a component that is received at the manufacturing site from an external supplier. The root cause of the epoxy resin in the cannula ID in hub end is related to the supplier¿s manufacturing process. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. This inspection includes visual inspection for foreign material. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in section d.4. The manufacturer internal reference number is: (B)(4).